Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that the surgeon tried to fire a tlc55 and the firing knob would only move about 1" and no further. Tried to reload and fire again and the device still would not fire. Another device was opened and completed the case. The operating room time was extended 15 minutes. There was no consequence to the pt.